Manufacturer narrative:
(B)(4).

Event description:
The receiver data log was reviewed on 02/22/2016. The complaint of a loss of connection was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between receiver and transmitter. During the call, the patient's receiver indicated it was paired with the transmitter. Dexcom representative advised the patient's mother to wait out the two hour warm-up period. No additional patient or event information is available.